Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Mounting screws and seat rails are stripped. Some of the screws have been pulled out due to tension.